Event description:
Return device analysis of one of the proglide devices revealed a foot retraction problem, the foot was displaced from the guide. There was a bend in the guide tube distal to the nose cone. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported unspecified failure mode was observed as a bent guide tube with foot retraction problem. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Although a specific failure mode was not provided, the returned device conditions indicates circumstances of the procedure contributed to the difficulties. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, unspecified failures occurred with the two proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 8.5f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.